Event description:
It was reported that "radius locking cap used ina procedure with dr. (B)(6). The cap broke into 2 pieces as dr. (B)(6) tried to tighten the cap over the rod during a procedure. He was able to retrieve the broken piece from the pt's wound immediately and without any complication. It was then placed in a sterile container and given to me to return for analysis. Dr. (B)(6) was able to use another cap to lock down the rod without incident. Please let me know if you need any more info and I will be happy to get it to you."

Manufacturer narrative:
Complaint history analysis, mfg record review, visual inspection and risk assessment. Results: complaint history analysis. This is the second complaint of the saddle breaking off from the cap on the current design. Mfg record review. No deviations were noted. Visual inspection. The cap was confirmed disassembled in two parts. There was scratch on the outer portion of the cap thread which implies an improper interaction between the cap and tulip. Risk assessment. No adverse consequences were reported. The surgeon used another cap and finished the surgery successfully. Conclusion: from the scratch on the outer portion of the thread it appears that the cap was not fully seated when the surgeon applied torque to lock the cap. This created unexpected loads and moments in the locking cap which lead to the saddle separating intraoperatively.